Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated alert code 38 events following an occlusion alert, including occurrences during tubing fill attempts and when no cartridge was inserted, and the user experienced recurrent restarts and rewinds to resume insulin. Symptoms included hyperglycemia with a reported blood glucose above 400 mg/dl. Outcomes included interruption of insulin delivery and the need to restart the device to resume therapy. Investigation included remote troubleshooting, review of device behavior around occlusion and motor stall alerts, and guidance to sync data. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.